Event description:
It was reported during a tfn procedure, there was a misalignment issue. The locking screw was not lining up. The jig was removed to complete the surgery free hand. Surgery time was extended less than one hour. This is 8 of 10 reports for the same event.

Manufacturer narrative:
DHR review performed: a review of the device history record revealed no complaint related anomalies. Device received with significant scratches on top near the bore and significant dents and scratching at the notch. The tang is also dented and scratched. Device passed current functional test with measures hole sizes perpendicularity and position. Alleged issue not confirmed.